Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a crushed channel tube, which prevented the forceps from being inserted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: forceps cannot be inserted due to crushed channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.